Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a groin access procedure the sheath separated from the hub and had to be retrieved with hemostats. The section of the device that separated was retrieved from the patient with hemostats. The patient did not require any additional procedures nor experience adverse effects.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The visual inspection of the returned device reported: one used/damaged kcfw-6.0-18/38-45-rb-anl2-hc was returned with the check-flo assembly separated from the sheath. The flare was found to have a ruffled appearance. A go no-go flare gauge was used to verify that the flare size met specification. Also, it had been observed that the sheath tubing was flattened/kinked 29.7 cm from the proximal end. Based on the visual inspection of the returned complaint device, it is feasible to suggest that the reported failure mode was caused by the device receiving force beyond its intended design. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.